Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. The pump was unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the reservoir tube lip had been broken half way around and that the plastic is falling off. Blood glucose levels were unknown at the time of incident. No symptoms or treatment were reported. Troubleshooting was not performed. Device was returned for analysis.